Event description:
The stem driver will not screw into implant. This event did not cause any adverse consequence to the patient or surgical delay.

Manufacturer narrative:
Summary of evaluation: the results of the evaluation performed suggest that this event was attributed to user misuse.